Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant products: 450cc mentor smooth round moderate plus profile saline breast implant, (catalog number: 3502450, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old native (B)(6) female patient underwent primary breast reconstruction with a 450cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative left-sided capsular contracture. On (B)(6) 2019, the patient had a CT scan and the results identified a left-sided rupture. The diagnoses were confirmed by a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.